Event description:
Customer reported an issue with the dpm 7 monitor, which may have affected spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative replaced front panel assembly. The unit was calibrated, performance and safety tested to factory specifications.